Manufacturer narrative:
Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a 31mm 7300tfx mitral valve was explanted at implant due to sizing issues. The explanted device was replaced with a 25mm 7300tfx mitral valve. Patient expired due to hole in atrium.

Event description:
It was reported a 31mm 7300tfx mitral valve was explanted at implant due to atrial rupture. The explanted device was replaced with a 25mm 7300tfx mitral valve. Patient expired due to atrial rupture. Per medical records, patient was suffering from severe mac and stenosis with severe multivessel coronary artery disease. Intraoperatively, surgeon extensively dissected the heart and sondergaard's groove. Left atriotomy was then performed. Upon inspection, surgeon notes due to horrific mac and prior tavr, there was difficulty exposing of the mitral valve and was high risk for av rupture. Surgeon debrided the anterior leaflet and minimally debrided the posterior leaflet tissue. Surgeon was unable to easily pass through mitral annulus, therefore, a 31mm 7300tfx valve was placed supra-annularly on the atrium tissue. Coming off cpb, bleeding was noted and atrial rupture was suspected. The valve was explanted and replaced with a 25mm 7300 which was placed within the true annulus and the atrial tissue rupture was repaired. Upon coming off cpb, excessive bleeding was noted in the region of the left atrial dome. This was unable to be repaired successfully. Patient expired in the or.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Added information to h6. The complaint is able to be confirmed via medical records. There is no evidence to suggest an edwards manufacturing defect. It was reported a 31mm 7300tfx mitral valve was explanted at implant due to atrial rupture. The explanted device was replaced with a 25mm 7300tfx mitral valve. Patient expired due to atrial rupture. This is an 84-year-old female patient with history of tavr, severe multivessel cad, pafib. The subject device was not returned for evaluation as there was no allegation towards device malfunction or contribution to the patient's death. Medical records were provided. Per the medical records, patient was suffering from severe mac (mitral annular calcification) and stenosis with severe multivessel coronary artery disease. Intraoperatively, surgeon extensively dissected the heart and sondergaard groove. Left atriotomy was then performed. Upon inspection, surgeon notes due to horrific mac and prior tavr, there was difficulty exposing of the mitral valve and was high risk for av rupture. Surgeon debrided the anterior leaflet and minimally debrided the posterior leaflet tissue. Surgeon was unable to easily pass through mitral annulus, therefore, a 31mm 7300tfx valve was placed supra-annularly on the atrium tissue. Coming off cpb, bleeding was noted and atrial rupture was suspected. The valve was explanted and replaced with a 25mm 7300tfx the rupture was repaired. Upon coming off cpb, excessive bleeding was noted in the region of the left atrial dome. This was unable to be repaired successfully. Patient expired in the operating room. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the complaint was able to be confirmed via medical records. Per the medical records, the patient severe mitral annular calcification and multivessel coronary artery disease increased the patient's risk of complications during the surgery. Additionally, the patient prior tavr mitral valve and native anatomy made it more difficult for the surgeon to reach the mitral valve, increasing risk for av rupture. The surgeon reported sizing issues as a result of difficulty reaching the patient mitral annulus. Therefore, the most likely cause of the reported atrial rupture is patient and procedural factors. An edwards defect has not been confirmed.